Event description:
It was reported by the patient's counsel that pt underwent left total hip replacement in 2005. Post-op, pt experienced pain and was revised approx three months later, wherein delayed trochanteric union was noted and the femoral head was revised.

Manufacturer narrative:
Evaluation summary: devices and x-rays are not available for review. Details on pt activity level are not known. Report mentions about delayed trochanteric union. Reason for revising femoral head is not clear. No specific allegation has been made for the femoral head. Engineering assessment is not possible with available info. Cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.